Event description:
(2/3, reference (B)(4) for related complaints) (documenting pump 2) per mw5109484:per solicited call from patient both of her two cadd legacy pumps were alarming for a no disposable error at the end of unknown date (she is unsure of the date) and then again on other day 2022. She mixed a new cassette and was able to continue her infusion both times. The lot and expiration for the cassettes are unknown. This occurred while in use with a patient. No harm was done to the patient she was able to use a new cassette with her backup pump with no issue. We will replace both pumps and the patient will return them to us. The patient does not have the faulty cassettes to return to us. This is a life-sustaining infusion. No further information available. Did the reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual product available for investigation? Yes; did we [MFR] replace the product? Yes; did the patient have a backup product they were able to switch to? Yes; was the patient able to successfully continue their therapy? Yes; is the therapy life-sustaining? Yes. Reported to (B)(4) by patient/caregiver.additional information received via email from customer on 10-jun-2022 and attached by ICU medical in complaint: both pumps have already been returned and sent to msd mckesson for repair.